Manufacturer narrative:
The customer's report was observed during review of the device log. However, the device was put through extensive testing including stress testing and troubleshooting using a known good test set up without duplicating the report. An internal inspection found no discrepancies. The o2 valve was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "02 valve fault - 2011" and "02 valve fault - 3011" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.